Event description:
On 02/19/2016, the reporter contacted lifescan (B)(4), alleging an unusual issue with the subject meter; the patient keeps getting a message telling them to test with new test strips. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.